Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported one of patient's leads had high impedances and patient experienced ineffective stimulation on both leads. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.